Event description:
Caller reported a potential false positive troponin (tni) result using the triage cardiac profiler kit. Pt was admitted to the hospital with chest pain. Physician ruled out ami, midd. No invasive diagnostic procedure was performed based on triage results. The lab uses 0.1 as the threshold for ami, midd.

Manufacturer narrative:
Product support tested returned pt sample, pos control (cal h) and neg control (cal z). Triage/access results for tni: 0.26ng/ml/0.41ng/ml. Customer claim of false positive was not reproduced. Customer is using a cutoff of 0.1ng/ml. A 0.20ng/ml is a positive result. Product support testing rec'd a 0.26ng/ml which is also a positive result based on customer's cutoff 0.10ng/ml. Product support testing is based on the product insert cutoff of 0.40ng/ml. Customers result of 0.20ng/ml was reproduced. Triage myo results: 257mg/ml. Customers result was 236ng/ml. No false positives were observed with cal z. Cal h recovery was within mfg specs at 80% recovery for tni and 93% for myo. No product deficiency was established. Corrective action not required at this time.